Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility by two (2) calls and two (2) email to obtain: patient treatment settings, patient information, patient photos, and sun exposure, which were partly provided. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. Lumenis healthcare professional and clinical trainer concluded that "(B)(6) female treated for hair removal with a duet hp "handpiecte". Pt is a skin type iii. Pt had been on vacation 3 weeks prior to treatment. Test spot performed and resulted in mild erythema. Treatment setting of 10 joules. 805, 1060 was not filled out. Form states that cooling was on; however, there is no cooling with the hp handpiece. Treatment was performed on (B)(6) 2018. Pt called on (B)(6) 2018 complaining that on (B)(6) 2018 she had bright red lines in the bikini and lower leg areas. On (B)(6) 2018 patient was seen by office and areas of hypo pigmentation were noted in bikini and lower leg. Photo's not observed. Based on this report. A description of erythema in the bikini and lower leg area and no report of erythema in the axilla is consistent with treatment on recently sun exposed skin. Pt reported being on vacation in (B)(6). If any doubt about sun exposure a test spot should be performed with a 72 hour waiting period. This is a user error." The lumenis clinical training director and healthcare professional adds that possible effect would be hypo pigmentation. She further concluded this injury severity to be 'moderate injury' (with a ranking of 6). The company is reporting the event while the information received to date confirms that an injury occurred. Based on the information above, lumenis concluded the most probable cause of the reported event to be device user error.

Event description:
A "user faca" user facility reported that one (1) patient adverse reaction of unknown severity to legs following treatment with a lightsheer duet hs/et laser.